Event description:
It was reported that the patient presented at the clinic. Upon interrogation, the atrial lead exhibited a high capture threshold, low pacing impedance, and reduced p-wave amplitude. The atrial lead was capped and replaced on (B)(6) 2024. The patient was stable throughout.